Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -14.5/2.0/174 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) -2021 the lens was exchanged for a same length, different model and power lens due to lens rotation not associated to a low vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
Weight - race:unk. This product is not marketed in the us type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic broken/bent. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).